Event description:
The manufacturer received this device from a distributor for evaluation. Upon evaluation, it was noted there was physical damage to the ac power cord, with evidence of exposure to the conducting wires, and obvious customer tampering. There was no patient involvement reported. Due to the physical damage and exposed wiring, no evaluation was performed. The root cause of this failure is typically due to the cord being exposed to forces beyond intended design. The innospire elegance device is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for children and adults. Labeling warns the "it is recommended to have a backup device for respiratory delivery in case a situation arises when your nebulizer can not be used". This device meets all relevant ul and iec standards. This device is not labeled for life support. Based on the information available, the manufacturer concludes no further action is required.